Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was 20.6 mmol/l at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No pump error 25 noted. Pump trace download analysis confirmed the pump alarmed low battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.